Manufacturer narrative:
The system remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had received anti-tachycardia pacing (atp) and one inappropriate shock. Noise was noted and a check lead message was reported due to suspected low sensing measurements. Shocking and pacing impedance measurements were stable and within normal limits and thresholds were also good. An x-ray revealed the right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was successfully repositioned. It was also noted the it appeared as though the suture that had anchored the device down was broken and the device was upside down from how the physician would typically orient the device. The tie down itself was intact. No adverse patient effects were reported.